Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the device tested positive for an unexpected contamination; however, the user facility confirmed that there was no microbiological contamination.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during preparation for use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.